Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the screen of insulin pump was blank and there was water under the screen. The customer¿s blood glucose was 8.8 mmol/l. Customer stated that insulin pump had a crack and went into the pool and now it did not work. Customer states they did hear fluid when shaking the insulin pump. Customer states they see fluid under the lcd. Customer stated the insulin pump was not dropped. Customer stated there was cracks in the pump. The device will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronics assembly. Motor and force sensor was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display